Manufacturer narrative:
An event of pericardial effusion during the amulet implant procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the pericardial effusion could not be conclusively determined.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, heparin was administered, and the patient's activated clotting time (act) level was 389 seconds. There was one partial recapture of the device during the procedure. Approximately 5-6 hours following the implant, a left-sided pericardial effusion was observed. A pericardiocentesis was performed, and 500cc was drained from the patient's pericardial space. It was reported that the amulet occluder was the cause of the pericardial effusion. The patient was reported to be stable and was discharged.